Event description:
The infusion pump was to be infusing a pitocin solution had emptied from the IV container. The pump appeared to be running and did not alarm during that time. The pump was removed from the pt and a different pump was used to continue the infusion.